Manufacturer narrative:
Investigation summary: bd has been not provided with photos or samples for catalog 30773019 lot 1804257 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of the strong conditions during use of the product. Considering our in-coming and in-process inspection, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that the unspecified bd syringe experienced a failure to contain blood/medication and product damage/deformation. Product defects were noted during use. The following information was provided by the initial reporter: on (B)(6) 2019, due to postoperative abdominal distension, the patient was given intramuscular injection as instructed by the doctor. During the injection process, the medical staff found a sudden crack in the syringe and liquid leaked, and immediately replaced it with a new syringe and re-punctured it normally no other adverse effects.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd syringe experienced a failure to contain blood/medication and product damage/deformation. Product defects were noted during use. The following information was provided by the initial reporter: on (B)(6) 2019, due to postoperative abdominal distension, the patient was given intramuscular injection as instructed by the doctor. During the injection process, the medical staff found a sudden crack in the syringe and liquid leaked, and immediately replaced it with a new syringe and re-punctured it normally. No other adverse effects.